Manufacturer narrative:
Qn# (B)(4). The report of a kinked guide wire was confirmed through complaint investigation. The customer returned one swg, a dilator, and one peel-away sheath for evaluation. The guide wire had one bend towards the distal end of the guide wire. No signs-of-use were observed on the returned samples. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. There was a kink 33mm (ruler: ref- (B)(4) from the distal tip of the guide wire. The guide wire length measured 456mm via calibrated ruler, which is within the specification limits of 449.2mm-458.8mm per the guide wire product drawing. The guide wire outer diameter (od) measured 0.438mm via calibrated micrometer, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. Functional inspection was performed per IFU statement, "insert soft tip of guidewire through introducer needle into vein. Advance guidewire to desired depth", where the guide wire was inserted through a laboratory inventory 21 ga introducer needle and the undamaged portions of the guide wire were able to pass with little to no difficulty. Resistance was met at the site of kinking. A manual tug test confirmed that the distal and proximal welds were intact. The guide wire product drawing was reviewed as part of this complaint investigation. Additionally, the instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guidewire or catheter. If withdrawal cannot be easily accomplished, a visual image should be obtained and further consultation requested." A device history record review was performed, and no relevant findings were identified. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "when the nurse began passing the catheter, the guide was bent and, additionally, the strip opened when it was admitted to the patient." It was reported there was no patient injury or consequence. Another catheter was used. The patient's condition is reported as "stable."

Event description:
The complaint is reported as: "when the nurse began passing the catheter, the guide was bent and, additionally, the strip opened when it was admitted to the patient." It was reported there was no patient injury or consequence. Another catheter was used. The patient's condition is reported as "stable".

Manufacturer narrative:
Qn# (B)(4).